Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no device malfunction reported that could have contributed to the event. Neurological events, stroke and ischemia may occur during this type of procedure and as listed in the product instructions for use, these are known potential adverse event associated with the use of the product. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the reported patient effects.

Event description:
It was reported that after the stenting procedure with the xact stent in the left internal carotid artery, the patient experienced hyperperfusion syndrome with right upper extremity weakness and aphasia. There was no reported intervention. The patient was transferred to a rehabilitation facility. The symptoms gradually improved and resolved eighteen days later. Abbott vascular medical monitors adjudicated this event as a minor ischemic ipsilateral stroke. There was no additional information provided.